Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt had lost stimulation while on vacation. He fell on his back and had a hematoma on the lead incision area. The ER physician examined the pt and an x-ray was done. The physician told him everything looked alright and released him. Prior to that, the pt had reported that he had several falls and allegedly claiming it was due to sudden increase in stimulation. Diagnostic tests were run and all impedances were ok. X-ray confirmed there has been no migration or other anomalies. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.